Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in backup vvi. The pulse generator exhibited loss of ventricular output. The device was explanted and replaced.